Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially advised that surgeon is getting burned by the product. The cord where two cords connect at the neck are getting super-hot at the black piece and burning him. They have been using gauze to keep from him getting burned. On (B)(6) 2016 customer reports doctor felt the heat but was not burned. They removed the device from use.

Manufacturer narrative:
On 12/8/16 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis- a visual inspection of the cable show the cable was used and had damaged at multiple area along the cable. The cable was plugged into a light source for functional testing. The cable had broken fibers at various areas along the cable. After a 15 minute run time, the ¿y¿ connection got hot. After cutting the ¿y¿ strain relief apart, it was found that fibers were broken and that fibers were burnt from the broken fibers. Device history evaluation - denonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: after cutting the ¿y¿ strain relief apart, it was found that fibers were broken and that fibers were burnt from the broken fibers. The complaint can be confirmed.